Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with recurring button errors. The patient's blood glucose at the time of incident was 390 mg/dl. The patient attempted to reset the insulin pump by removing the battery but the button error alarm persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, minor scratches on the lcd window and missing end cap sticker.